Event description:
It was reported that during a supply change the ilet powered off, repeatedly prompted restarts, and then displayed alert 38 indicating consecutive insulin motor stalls; attempts to use the rewind function immediately re-triggered the alert, and the user transitioned to backup therapy with daily injections. Symptoms included no reported adverse clinical effects. Outcomes included interruption of automated insulin delivery and user reliance on alternative therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.